Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the charging supplies began smoking. Reportedly, the pump was charging during the event. There was no adverse impact to the customer's blood glucose. Reportedly, the customer discontinued use of the charging supplies.

Manufacturer narrative:
The failure investigation has been completed and the alleged usb cable issue was verified. Additionally, the alleged wall adapter issue could not be verified.